Manufacturer narrative:
Submit date: 4/2/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the pump had no display and the plastic cover was broken. There was no patient impacted. No further information was available.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿pump had no display and the plastic cover was broken.¿ the unit was triaged and the customer¿s reported condition was confirmed. Upon triage the service technician found a defective pcb caused no display. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.